Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while doing laparoscopic appendectomy, the suture thread broke during tying. The device was replaced to complete the case. There was no patient injury.